Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said the therapy worked a little bit after they were first implanted, but after that, stimulation didn't do anything for them. Patient said they never got any follow up calls from reps back after they were implanted, and said maybe they could've had the rep try to get the stim to work back them if they did. Patient mentioned they were going to have the ins taken out and needed an MRI. Patient plugged controller into ac power and reported memory problem. Patient set date/time and confirmed green light was blinking. Agent reviewed to let controller charge full, then reviewed no device found troubleshooting with patient. Patient will call back for help entering MRI mode and possibly charging the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the ins was explanted on (B)(6) 2024.